Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The syringe was dirty.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed embedded foreign matter on the syringe flange. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The syringe line was reviewed. The root cause for the foreign matter is insufficient start up time, resulting in an unstable mold temperature. The production technicians and support team will be retrained, focusing on the startup procedure, to ensure they fully understand and acknowledge the required startup duration.